Event description:
It was reported during the procedure there was resistance encountered in the middle of the catheter shaft when the subject coil was advanced. When coiling into the aneurysm, the physician thought the subject coil seemed deformed and broken. The subject coil was removed by pulling the delivery wire. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure there was resistance encountered in the middle of the catheter shaft when the subject coil was advanced. When coiling into the aneurysm, the physician thought the subject coil seemed deformed and broken. The subject coil was removed by pulling the delivery wire. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that resistance was encountered when advancing the coil through the microcatheter and when deploying the coil seemed deformed/broken. As the coil was able to be retrieved by pulling back on the delivery wire, it is unlikely that the coil fractured. However, as the device was not returned, this cannot be conclusively determined. The device was confirmed to be in good condition prior to use and was prepared per the dfu. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.